Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No moisture damage noted.

Event description:
The customer stated that she went to the emergency room due to high blood glucose levels and ketones. The reported blood glucose reading at the time of the call was 486 mg/dl. The customer stated that insulin had leaked past the reservoir o-rings, and into the reservoir compartment. Advised the customer that the insulin pump would be replaced due to the moisture damage. Nothing further was reported.